Manufacturer narrative:
A boston scientific technical services consultant reviewed the data and stated the most recent episode there was inappropriate anti-tachycardia pacing (atp). The other two episodes there was noise on the right ventricular (rv) pacing and sensing channel. The consultant recommended further testing and programming options. The boston scientific sales representative forwarded the information to the patient's clinic who will continue the patient via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller was inquiring about review of three stored episodes. It was noted that the patient was in normal sinus rhythm during all three. No adverse patient effects were reported.